Event description:
Customer complaint reported as: "didn't stay locked in place, light flickering." No patient harm reported.

Manufacturer narrative:
(B)(4). Corrected data: section d.1.-brand name corrected to rusch equiplite su mtl blade mill 00. Section d.4.-catalog# corrected to (B)(6). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint reported as: "didn't stay locked in place, light flickering." No patient harm reported.